Event description:
It was reported that balloon rupture occurred. The patient underwent a venous stenting. The 60-70% stenosed target lesion was located in the non-tortuous and mildly calcified bilateral common iliac vein/confluence. An 8-6/5.8/75 xxl balloon dilator was advanced; however, during the first inflation at 5 atmospheres just to get wall apposition, the mid balloon burst. Another of the same model was used, but it had also burst the exact same was which was on the first inflation, 5 atmospheres, towards the wall apposition, mid balloon. Both devices were removed intact over the wire without separating the balloons, and the procedure was completed using a different device. No complications were reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal teat was noted beginning approximately 18mm proximal of the distal markerband and extending approximately 43mm distally across the balloon material. The rated burst pressure for this device is 5 atmospheres as per specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent a venous stenting. The 60-70% stenosed target lesion was located in the non-tortuous and mildly calcified bilateral common iliac vein/confluence. An 8-6/5.8/75 xxl balloon dilator was advanced; however, during the first inflation at 5 atmospheres just to get wall apposition, the mid balloon burst. Another of the same model was used, but it had also burst the exact same was which was on the first inflation, 5 atmospheres, towards the wall apposition, mid balloon. Both devices were removed intact over the wire without separating the balloons, and the procedure was completed using a different device. No complications were reported, and the patient status was stable.